Event description:
It was reported that during the implant procedure the patient was arresting so the staff worked quickly to get a rv lead implanted in order to capture a rhythm. While doing so the technician initially gave the physician a j-shaped right atrial lead by mistake instead of a right ventricular (rv) lead. Which was not recognized until it was found the atrial lead would not go into the ventricle because of the j-shape. The physician was then handed off an actual rv lead and the lead was implanted. Because of the stressful situation they were confused about which lead was to be removed. Therefore the rv lead was cut and removed and a new rv lead was implanted instead. And the atrial lead that was attempted to put in the ventricle by mistake was cut to exchange with wire rather than reaccess. A new atrial lead was implanted in the right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).